Manufacturer narrative:
Device is a combination product. (B)(4).

Event description:
It was reported that stent dislodgement occurred. The target lesion was located in a moderately tortuous and moderately calcified coronary artery. Following intravascular ultrasound (ivus) and pre-dilatation, a 2.50 x 16 synergy¿ drug-eluting stent was advanced to treat the lesion. However, when the device was taken out from the guiding catheter, the stent was not visible under fluoroscopy. It was later found to be dislodged inside the guiding catheter at the part of about 20cm from the distal tip. The physician determined that it was not necessary to place a stent at the stenosis area. The procedure was completed by plain old balloon angioplasty (poba). No patient complications nor injuries were reported.

Manufacturer narrative:
Device evaluated by MFR.: synergy ous mr 2.50 x 16mm stent delivery system (sds) was returned for analysis. A visual and microscopic examination of the stent found that the stent had been damaged and dislodged from the balloon of the stent delivery system. The stent had moved proximally onto the shaft of the delivery system and was positioned at the guidewire exchange port. There was no stent on the balloon. The balloon folds were tightly wrapped and evenly folded and were not subjected to positive pressure. Stent crimp markings were evident on the balloon indicating correct positioning and crimping of the stent prior the complaint incident. A visual and tactile examination of the hypotube found no issues. A visual and tactile examination of shaft polymer extrusion found no issues. A visual and microscopic examination of the tip found no issues. No other issues were identified during the product analysis. The most probable cause of the reported damage may be due to interaction with another device.   (B)(4).

Event description:
It was reported that stent dislodgement occurred. The target lesion was located in a moderately tortuous and moderately calcified coronary artery. Following intravascular ultrasound (ivus) and pre-dilatation, a 2.50 x 16 synergy¿ drug-eluting stent was advanced to treat the lesion. However, when the device was taken out from the guiding catheter, the stent was not visible under fluoroscopy. It was later found to be dislodged inside the guiding catheter at the part of about 20cm from the distal tip. The physician determined that it was not necessary to place a stent at the stenosis area. The procedure was completed by plain old balloon angioplasty (poba). No patient complications nor injuries were reported.